Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 261 mg/dl. A correction bolus via the pump was delivered to address bg. During a system check with tandem technical support, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy.